Event description:
Consumer stated that her pad sparked.

Manufacturer narrative:
The user reported that the switch sparked. Upon further investigation, we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was cut by something like an animal. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.